Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip tip. Material appears to be missing and was not returned, measuring 0.061" x 0.021". The instrument was found to have abrasions on the grip tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, plastic was peeling off of a vessel sealer extend (vse) instrument. A backup instrument was used to complete the procedure robotically with no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed no fragment falling into patient for this event.